Manufacturer narrative:
Product complaint (B)(4). Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ? What is the lot number? =>unk ? Was the drain used on the patient? =>no ? If yes, was leakage detected?=>na ? Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time?=>unk ? Was another drain needed to correct the situation? =>na ? If yes, was the new drain placed surgically during a second procedure? =>na ? Please perform and document the follow up attempt for product return. =>the device has been received at sukagawa and will be shipped. ? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) =>hiromi tokuyama h3 evaluation: complaint sample review : one complaint sample of partial drain (without any trocar) was received for evaluation, product was inspected visually and found that there was a deep hole at edge of the tubing area of the drain. It is suspected that the drain might have used differently at user end, and lead to the defect generation. External factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the received samples is not possible. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. Documents review : not applicable, as lot number of the complaint was unknown, hence, batch history review was not performed. Retention sample review : not applicable, as lot number of the complaint was unknown, hence, review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a drain was used. When open the package, it was found that there was a hole on the tip of the tube. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided. Additional information has been requested. Upon receipt and analysis of sample, had deep hole.